Event description:
It was reported that the patient was having recharging issues and saw a power on reset (por) message the weekend prior to the report. The patient stated that the charge of the device was "not advancing" despite long charge sessions that last "six hours" and the device was "depleting rapidly." Looking at the recharging statistics it was seen that there was a "gap" in recharging, since the last date shown was from (B)(6). The statistics showed the device was taking charge "appropriately," but coupling was poor. The charge sessions were also shorter than indicated by the patient. Additional information received on (B)(4) 2012 reported that the manufacturer representative "easily" got to eight coupling bars. The patient was receiving effective therapy and nothing was believed to be wrong.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).